Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/9/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: call service alarms observed in black box. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Unrelated to the complaint, the display is dim; letters have a red hue. Moisture damage observed in display. Cartridge compartment is cracked. Leak test verifies leak at cartridge compartment. Pump opened and moisture damage found inside.